Event description:
During an implant procedure, the right ventricular (rv) lead had a lack of lead slack which caused the lead to become dislodged. When attempting to reposition the rv lead, the rv lead was unable to be removed from the device header. Additionally, the set screw of the device was unable to be loosened. As a result, the device and rv lead were explanted and replaced to resolve the event which led to a clinically significant prolongation of the procedure. The patient was stable.

Manufacturer narrative:
The reported events were lead slack issue, lead dislodgement, and failure to remove the lead from the header. As received, a complete lead was returned in one piece for analysis. The reported event of failure to remove the lead from the header was not confirmed. Lead insertion and removal test in an implantable cardioverter defibrillator did not find any difficulties. Dimension analysis of the connector pin, front seal, connector ring and connector boot were all within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.